Manufacturer narrative:
The subject ues-40 will not be returned to olympus. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified therapeutic procedure with the ues-40, the user felt the output of the ues-40 was not appropriate. After activating the ues-40 for unspecified periods, the user felt the output of the ues-40 became appropriate suddenly. The user replaced the subject ues-40 with an unspecified similar system. There was no report of the patient¿s injury regarding this event. The local service engineer reported the following inspection result of the subject ues-40. No malfunction of the subject ues-40 occurred and the phenomenon that the user mentioned could not be reproduced. All measured values of the inspection were within the range of specifications.

Manufacturer narrative:
The subject ues-40 did not return to olympus medical systems corp. (Omsc), omsc could not evaluate the subject ues-40. Omsc checked the device history record of the subject ues-40, there was no irregularity found. The local service engineer checked the subject ues-40 and reported that there was no abnormality. The exact cause of the reported event could not be conclusively determined, however there is the possibility of this event is attributed to followings. -the garbage and/or dirt adhered to the surface of the electrode of the high frequency accessory, or the part for the connection of the high frequency accessory and the a cord. The adhering material became a resistance ingredient, and the output of the subject ues-40 was unstable because the functional current of high frequency could not flow normally. The instruction manual states the proper handling method of the ues-40 and the corresponding method in case of abnormality.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".